Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement of foley catheter in the operating room, no urine flow was confirmed, so the device was discontinued and replaced with a new one.

Event description:
It was reported that after placement of foley catheter in the operating room, no urine flow was confirmed, so the device was discontinued and replaced with a new one.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd us notification date (B)(6) 2025. Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter facility name is (B)(6). Correction: e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received 1 meter drainage bag with an inlet tube, sample port connector, catheter, tes and syringe. Verified material number 119314 and manufacturing lot number ngjw2601. Six photos were received for evaluation. The first photo was a top view of the three way catheter, drain bag, and return syringe. The second and third photo was a zoomed in view of the trifurcation site where the blockage site was visible. The fourth photo was a zoomed in view of the tip of the catheter with deflated balloon. The fifth photo was of drain bag date code 0114j. The last photo was of the tray labeling confirming the batch # myjx2840. This is out of specification per ip7601841, revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. The initial reporter facility name is (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement of foley catheter in the operating room, no urine flow was confirmed, so the device was discontinued and replaced with a new one.